Event description:
It was reported that an ilet user experienced hyperglycemia to approximately 260 mg/dl after eating a cookie without issuing a meal announcement, and was advised that the device¿s correction algorithm would address the elevated glucose. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention beyond routine device use, and no disruption to daily activities. Investigation included a review of device use and user technique through customer interview. Investigation of this case revealed user handling consistent with a missed meal announcement, with device functioning as designed. It was concluded that the event was attributable to user-related factors, not a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.